Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was positive for thoracic infection and it was also suspected of spreading to the ipg site. Symptoms included redness in incision site and soreness. Device and procedure were not considered the cause of the infection at this time. The patient was prescribed antibiotics and underwent an explant procedure.